Manufacturer narrative:
The device was returned to zoll medical corporation and the device was unable to power on. Visual internal inspection of the device found excessive water damage. Due to the condition the device was received in, the device was unable to be repaired. The device was returned to the customer labeled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6), male patient the device displayed an error message and shut down unexpectedly. The device was then unable to power back on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.